Manufacturer narrative:
Device evaluation summary: according to the information reported, the patient developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: bilateral capsular contracture, right breast prosthesis rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 800cc gel breast prostheses developed capsular contracture (baker grade unknown) in both of her breasts after implantation. As a result, the patient underwent bilateral capsulectomy surgery on (B)(6) 2021. During the capsulectomy, it was discovered that the patient¿s right breast prosthesis had ruptured. The patient subsequently underwent bilateral explantation and replacement with mentor memorygel breast implant 790cc gel breast prostheses on the same date. This medwatch report is for the patient¿s left breast prosthesis.